Manufacturer narrative:
Investigation summary: additional information received, embecta was able to confirm this complaint and root cause was identified. A situation analysis was completed and CAPA opened to address the reported issue. This is the 10th of 18th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 18th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Several pharmacy addresses from same pharmacy chain reported to embecta rep "the pen needles were received back into the inventory system with an incorrect expiry date. The date that was entered into the system was october 5, 2025 and the correct date that should have been entered was february 29, 2024 lot # unknown at this time catalog# unknown pen needle sample packets at this time date of event unknown. Sample status unknown. (B)(6) 07june2024 embecta was informed by our distributor (B)(4) that they received complaints from 18 customers regarding this event. This complaint covers one of the 18 complaints received by (B)(4). (B)(6) 10june2024: ¿to clarify, the expiry date labeled on the product is correct (feb 29, 2024). Due to manual error with entering the expiry date in the distributor system, the product was shipped past its labeled expiry.¿